Event description:
It was reported that bd angiocath foreign matter found on needle. The following information was provided by the initial reporter: on (B)(6) 2025, while preparing a patient for an arterial puncture, the nurse unsealed the indwelling needle and found multiple black spots in the needle, which were replaced.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 381137 and lot number 4222781. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. It is possible that this defect resulted during manufacturing, if the belt guard in the catheter tray feeding area is not properly cleaned, the tray may come in contact with the stainless-steel guard and could result in contamination on the catheter. A corrective and preventive action plan has been initiated to further investigate this issue and prevent any reoccurrence. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.